Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right ventricular (rv) lead and left ventricular (lv) lead exhibited high thresholds. There was poor and limited anatomical options with only one target vessel with very high threshold. Reprogramming was performed to high output. Both leads remain in use. No patient complications have been reported as a result of this event.